Manufacturer narrative:
Device 1 of 2 .(B)(6). Patient country: canada.

Event description:
Unomedical reference number (B)(4). Event occurred in canada it was reported that the patient faced infusion set cannula bent event with two infusion sets. The first event occurred after the infusion set was worn for 8 hours. The insertion site was identified to be upper buttocks. The blood glucose level was 19mmol/l at the time of event. The second event occurred on (B)(6) 2024 after the infusion set was worn for 6 hours. The insertion site was reported to be abdomen. The blood glucose level was reported to be 23 mmol/l. The patient was treated using an insulin pump. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.